Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 2.50mm x 15mm was returned for analysis. A visual and tactile examination of hypotube shaft identified no kinks or damage. An examination of the distal shaft polymer extrusion identified no kinks or damage. A microscopic examination of the distal extrusion identified no kinks or damage. The device was received with the balloon in a deflated state (not folded). A detailed microscopic examination of the balloon material identified a 2.5cm longitudinal tear running along the main body of the balloon, from the proximal to distal markerband. A microscopic examination of the proximal and distal markerbands identified no damage. No other damage was observed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.